Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was a reported a crack was discovered on a persona femoral impactor head. No patient involvement was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6. Visual examination of the provided picture identified a femoral impactor block with the part and lot information identifiable. The complaint can be confirmed as the device was cracked and showed signs of wear with surface marks/scratches visible, the device has a potential field age of 14 years. No product was returned therefore no further evaluations can be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.